Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the interface circuit board. The operating currents could not be tested and no alarms could be verified due to the blank display. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that they had a low battery alarm and then a program anomaly alarm with the insulin pump. Customer also reported the insulin pump's screen was blank after the alarms occurred. Customer's blood glucose was 360 mg/dl. Customer was advised to insert a new battery. The customer stated the insulin pump did not return to normal function with the new battery insertion. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.